Event description:
It was reported that removal difficulties were encountered, guidewire tip detached requiring additional intervention, ultimately an un-retrieved device fragment. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibial artery. A 300cm straight tip v-14 control wire guidewire was inserted to the target lesion. However, during procedure, the tip of the wire became stuck in the subintimal calcium. The physician attempted to remove the device but the tip broke off and was lodged in a layer of calcium but didn't restrict the flow of blood to the tibial arteries. The procedure was completed with a non-bsc guidewire. The physician opened the vessel and restored the blood flow. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that removal difficulties were encountered, guidewire tip detached requiring additional intervention, ultimately an un-retrieved device fragment. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibial artery. A 300cm straight tip v-14 control wire guidewire was inserted to the target lesion. However, during procedure, the tip of the wire became stuck in the subintimal calcium. The physician attempted to remove the device but the tip broke off and was lodged in a layer of calcium but didn't restrict the flow of blood to the tibial arteries. The procedure was completed with a non-bsc guidewire. The physician opened the vessel and restored the blood flow. No patient complications were reported and the patient's status was okay. It was further reported that the patient underwent angioplasty to open the vessel and allow the flow to foot.